Event description:
It was reported that pump experienced malfunction code malf 0 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.